Event description:
A malfunction on the pump was reported by the caller, which displayed malf 3 and could not be reset. The customer experienced a blood glucose level of 400 mg/dl, prompting their mother to administer a manual dose of insulin for treatment. Tandem technical support decided to replace the pump and sent a new device with updated software, instructing the caller on returning the faulty pump and using the replacement correctly.